Event description:
It was reported that the patient experienced dizziness and was unable to walk. It was also noted that the patient had inadequate pain relief from the spinal cord stimulator (scs) device. The patient was admitted to the hospital and the scs has been turned off since.